Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with monosyn suture. The client reported that the needle is detached from the thread when opening the package. The event occurred prior to use.

Manufacturer narrative:
Analysis and results: there is a previous complaint of this code-batch, regarding the same issue that was closed as not confirmed after the analysis. We manufactured and mostly distributed in the market (B)(4)of this code-batch. There are 36 units blocked in our stock. We have received an open and unused sample with the needle detached from the thread and the thread still wound on the pack. The thread end from the attachment has been visually analyzed and it has no signs of the attachment. We assume that the thread was not attached with enough strength and it detached. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Taking into account that there is a previous complaint of this code-batch for the same issue, we consider this complaint as confirmed. Final conclusion: taking into account that the results of samples received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the samples received. We apologise for any inconvenience that this issue may have caused, and thank you for your collaboration. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.